Event description:
It was reported that during an angioplasty treatment procedure, a guide wire fracture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, concentric and eccentric, 70mm in length proximal lesion and 25mm in length distal lesion, were located in the moderately tortuous proximal region of the iliofemoral arterial junction and moderately calcified, 5-6mm diameter superficial femoral artery (sfa). This 300cm pt2 guide wire was selected and was inserted through a non-bsc guide catheter. Then the guide wire was advanced down to the femoral tibial junction without resistance. However, the guide wire retracted resulting in a separation, it was noted that no force was experienced when retracting the guide wire. Approximately 150cm of wire was left in the sfa and was unable to be retrieved. Physician considered removal; however, decided to leave guide wire as it was considered less of a risk to the patient than retrieval. Angiograph was performed showed no vessel perforation. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Event description:
It was further reported that that only 50cm of wire was left in the patient not 150cm of wire.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the device was fractured and the distal part is missing, also the wire presents a kink at 36.7cm from the proximal end. All the measurements that were taken were within specification. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The mtac lab returned the following results, evidence supports bending overload combined with a tension overload in the corewire, in a region overlapping with the end part of the hypotube, as the cause of wire failure. A manufacturing batch record review was performed on the reported batch ((B)(4)) and this review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that only 50cm of wire was left in the patient not 150cm of wire.